Manufacturer narrative:
Patient¿s weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the 1.8mm drill bit with depth mark/quick coupling/110mm broke during a distal radius procedure on (B)(6) 2017. The surgeon was implanting a dia-meta distal radius plate and 2.4mm locking compression plate (lcp) module. Upon drilling with the drill bit, the drill bit broke on removal from the bone. The drill bit appeared to have caught on the edge of the 2.0mm threaded drill guide with depth gauge. This was user error as the surgeon should have used the threaded locking compression plate (lcp) drill guide for locking compression plate distal radius plates. The broken drill bit tip was easily removed from the field. The procedure was successfully completed with a one (1) minute surgical delay. The patient outcome was reported as good, as planned. Concomitant devices reported: 2.0mm threaded drill guide with depth gauge (part # 323.061, lot # 1914711, quantity # 1). This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: the report indicates that: this complaint is confirmed. The 1.8 drill bit should have been used with 1.8 drill guide but instead was used in 2.0 drill guide which would allow too much play//misalignment and subsequent probability to angle off onto edge of drill guide. The complaint was not able to be replicated at customer quality (cq) as the drill bit was not returned. No new malfunctions were identified as a result of the investigation. Device was discarded and will not be returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.